Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. The pacemaker exhibited ventricular undersensing. Patient underwent testing, and no issues were seen. Patient was seen again in clinic on (B)(6) 2021 where the pacemaker was turned off since the device was no longer needed and was at elective replacement indicator (eri). There were no patient consequences.